Event description:
It was reported that the cemented stem (15mm diameter, x 127mm, curved) was loose and replaced with a 17mm diameter x 127mm, curved stem and cemented in place. No implant failure.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.